Event description:
Reporter indicated that during implant surgery of the vns therapy system, a model 302-20 lead was reported to be "defective" by the surgeon, due to high lead impedance readings intraoperatively, indicating a possible lead malfunction. The surgeon reportedly implanted a 302-30 lead to "get a better fit". No information has been provided to date by the implanting physician as to what was meant by the term defective. Good faith attempts are being made to obtain the product and to obtain additional information.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.